Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the submental area and may have developed paradoxical hyperplasia along with discoloration and tingling. Patient also reported rash and swelling in treatment area.

Manufacturer narrative:
Disregard non-reportable event codes of e2338 swelling/ edema, e1714 rash, e1716 skin discoloration, and e013403 paresthesia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2021 using the cooladvantage coolmini system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.